Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a charge time out indicating that the charge circuit is inactive. The patient was lost to follow up and the device is at end of life (eol). The patient is scheduled to have the device replaced. The device remains in use. No patient complications have been reported as a result of this event.